Event description:
It was reported the pt had discharge at the ipg site. The pt's doctor determined the pt had an infection. The pt is treating the infection with oral antibiotics. The doctor believes the infection is surgically related. The pt is improving and will follow-up with her doctor on a later date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.